Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, the foley catheter balloon had pinholes, causing the tubing to detach. The department has been using this product for many years and reports no operational issues. This was the fourth instance of rupture or detachment involving the same product at the same hospital within a short period. Please investigate the root cause to prevent damage to the product¿s reputation within the department. The airbag had a puncture, causing the tubing to detach.